Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733467, serial/lot #: 2.3.0. H3, h6: multiple fdd/annex a codes were reported. A13 was coded for longer to load exams. A110301 was coded for appeared slower. Logs were not able to be returned. Software analysis was completed based on the information available and determined that there was insufficient information available to determine whether a software anomaly contributed to the reported behavior. Codes b17, c19, and d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system has been taking longer to load exams and that the software "appeared slower than usual". There was no patient involvement.